Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
It was reported that the patient experienced an infection and blood at the abutment site due to skin overgrowth. Subsequently, the patient was treated with a topical antibiotic (date not reported). Revision surgery to place an internal magnet is planned; however yet to occur as of the date of this report.